Event description:
(B)(4). Periods consist of either very heavy flow for long periods of time taking me home from work because of the pain to almost a year without a period. Lots of unexplained pain, bloating, in my abdomen. Hair loss. Severe dandruff. Severe immune deficiency, constantly sick. Thrush, yeast infections. Urinary track infections. Painful intercourse. Unexplainable rashes (I never had rashes before) weight gain. Lymph nodes on the side of my body that essure is on are swollen.